Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, since the problem could not be reproduced. Per visual inspection, there were not no pinches or blockages observed. Per functional testing, the balloon was inflated with 10ml of water using the normal fill technique and the balloon was able to inflate and deflate in 12 seconds and 6 seconds. The device was then dissected and did not find anything to contribute to the reported problem. Dimensional evaluation: concentricity (full inflation volume) 60/40, eye snip length 3/32¿, eye snip width 2/32¿, eye snip distance from distal cuff 7/32¿, eye snip distance from proximal cuff 12/32¿, rubberize thickness 12 thou, inflation lumen coverage 11 thou, balloon thickness (average) 22 thou, reinforcement 155 thou. . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the user had difficulty in removing the catheter. When the user attempted to deflate the balloon, only 12ml of water was aspirated. The user tried to remove the device by pulling, but failed. The user aspirated again, and an additional 10ml of water was suctioned. The catheter was then removed from the patient without any problems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user had difficulty in removing the catheter. When the user attempted to deflate the balloon, only 12ml of water was aspirated. The user tried to remove the device by pulling, but failed. The user aspirated again, and an additional 10ml of water was suctioned. The catheter was then removed from the patient without any problems.